Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the health care professional and they checked her settings. Customer's blood glucose was low and her battery was low. Customer stated that they passed out in their drive way and had assistance from their spouse to call medtronic and troubleshoot their insulin pump. Customer took honey and brought her blood glucose back up. Customer stated that the gap between the reservoir and piston was never covered. Customer stated that she never mentioned the gap while changing the set. In a previous call, the customer stated that she overdosed 3 times by the pump due to an error. Customer stated that it landed her in the hospital and she passed out twice. Customer was hospitalized on (B)(6) 2016. Customer's blood glucose is 165 mg/dl. Customer stated that from (B)(6) 2016, she crashed every time while priming and setting up the pump. Customer declined troubleshooting and stated that she does not have a back-up plan.